Manufacturer narrative:
This case, with patient identifier (B)(6) (aviva system), is related to case with patient identifier (B)(6) (nano system).

Event description:
It was reported the patient received the following results within 15 minutes: 406 mg/dl (aviva) and 180 mg/dl (nano).